Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider indicating that they do not know when the event was first noticed and they were unable to clarify what was meant by the devices being off and abandoned. The cause of the issue was also unknown. No acti ons/interventions were taken. The issue is not yet resolved.

Manufacturer narrative:
Refer to manufacturer report #3004209178-2019-03184 for details pertaining to the related reportable event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins). It was reported that the patient has been in/out of men's home and has some mental problems and non-compliant. Caller is reporting both bilateral ins's have been off and abandoned. They report he thinks per patient's choice to not have devices explanted. Caller has no further information. The physician wants to explant one of the devices and implant an implantable cardioverter defibrillator (ICD) in the same pocket. No symptoms were reported. No further complications were reported or anticipated with this event.